Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Twenty five new samples were received for evaluation. The multidisciplinary team evaluated the samples and a function test was performed to see if the tube was leaking. After the test, there weren't any leaks were observed during the evaluation; the failure mode is not confirmed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was leaking where the tubing connects to the bag.